Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. Conclusion - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information received: was the device not in use when the activation sound was heard?---no, the activation sound was heard after the device finished being used. Did the device activate when the activation sound was heard? Yes. How long was the activation sound heard? No information. Where was the device when the activation sound was heard? No information.

Event description:
It was reported that during an unknown procedure, the activation sound was heard activated when closing a surgical incision after use this device. Then, the hp054 was detached form the device and the activation sound stopped.. Another device was used to complete the case. No one got burned. There were no adverse consequences to the patient.